Manufacturer narrative:
Insulin pump received with broken battery tube thread noted. Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted. However corroded battery cap contact noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers mother reported via phone call the insulin pump had unexpected battery power loss alarm. The customer's blood glucose was 125 mg/dl. The insulin pump had battery out limit alarm and during troubleshooting there was unexpected battery power loss alarm occurred. The insulin pump had a piece missing from the battery compartment. Troubleshooting was performed for the battery out limit alarm and damage. The customer was advised to discontinue use of the insulin pump, revert to a back up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.